Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they take nova log to bring down their blood glucose but when they eat it will rise once again. Customer stated they feel the insulin pump is not delivering a proper amount of insulin. Customer advised they treat themselves via manual injection to bring down their blood glucose levels. Customer experienced blurry vision and headaches. Customer was admitted into the hospital and placed on IV fluids. Customer advised they were wearing the insulin pump when admitted into the hospital and that their diabetes trainer adjusted their settings after the emergency room visit.